Event description:
The customer reported that their speaker needed to be replaced because the old one stopped working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their speaker needed to be replaced because the old one stopped working. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips technical consultant (tc) talked with the customer to resolve the issue. The reported malfunction was confirmed. The customers loudspeaker was faulty. The customer was provided a quote for a replacement loudspeaker but denied the quote which led to the case being closed.

Event description:
The customer reported that their speaker needed to be replaced because the old one stopped working. Patient involvement is unknown. There was no report of patient or user harm.